Event description:
It was reported that an asymptomatic patient presented for a normal eri change out when externalized conductors were seen. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.